Event description:
Company rep. Is reporting that during a rotator cuff repair the surgeon was not able to deploy the needle of the suture passer. The surgeon went to a mini open to facility the repair successfully without further incident or harm to this patient.

Event description:
Our rep is reporting that during a rotator cuff repair the surgeon was not able to deploy the needle of the suture passer. The surgeon went to a mini open to facilitate the repair successfully without further incident or harm to the pt.